Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve of a minicap transfer set was broken which resulted in a leak. This was noticed after peritoneal dialysis therapy, when placing the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.